Manufacturer narrative:
One sample with unknown lot number was received for evaluation. After performing visual inspection, the separation of the purple connector can be observed. The unit was triaged and the reported issue could be confirmed at this time. A review of the device history record could not be conducted because a lot number was not provided. The root cause was not identified. A corrective and preventive action was opened to address issue.

Manufacturer narrative:
The incident lot number and sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported the ng tube was placed on (B)(6) 2018, and when the rn went to check the placement of the tube and start the feeding, the purple cap/cover snapped off and disconnected from the ng tube.